Manufacturer narrative:
The lot number of the device is not known; therefore, the device manufacture and expiration dates cannot be determined. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a polaris ultra ureteral stent set was being used in a stent exchange procedure in the urinary duct. According to the complainant, when the stent was loaded on the guidewire, it was noted that the tip of the stent was slightly ripped. The procedure was successfully completed using a second polaris ultra ureteral stent set. The pt was reported to be in "good" condition at the conclusion of the procedure.